Manufacturer narrative:
The device was reprogrammed to primary vector to mitigate the inappropriate therapy. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock. It was reported the patient felt lightheaded after the shock was delivered. Boston scientific technical services (ts) discussed a possible hole in the seal plug that can resolve over time. No adverse patient effects were reported.